Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 21160363; model/catalog description:  infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection. It was also reported that the patients ipg had moved causing more pain. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had an infection. It was also reported that the patients ipg had moved causing more pain. The patient will undergo an explant procedure.